Event description:
Pt reported infusion device beeping and displaying "2.00---". She indicated that the power pack had been in use for one week prior to the incident. Pt stated that she was aware of the recall. Company rep verified that pt had been successfully notified of recall. She changed the power pack and the infusion device functioned properly. Pt did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.

Manufacturer narrative:
Issue described to agency in recall.